Event description:
The hospital reported that during a coronary artery bypass procedure, they loaded the hst iii system (3.8mm) delivery device at the time of opcab based on IFU, punched it with an aortic cutter, and implanted it, but a phenomenon occurred where the seal did not come out of the delivery device handle. The seal failed to unfold once deployed in to the aorta. Per photo provided by the complainant, the seal is left in the delivery device, and there is evidence of blood. The surgery was completed successfully using the same new product. There were no abnormalities in the patient's condition.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/01/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. Only the delivery device with the seal were observed in the photograph. The seal was observed to be in a rolled taco shape inside the delivery device. No visual defects were observed. An investigation was conducted on 04/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Signs of clinical use and evidence of blood was observed. The seal was observed in a rolled state inside the delivery device. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. A mechanical evaluation was conducted. The seal was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the photographic evaluation as well as the evaluation results, the reported failure "activation problem" was confirmed. The lot # 3000342019 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.